Event description:
Report received of an underdelivery. At an unspecified time during the 7am-7pm shift, the tubing set was primed with a 1 liter bag of normal saline and inserted into the sigma pump. The pump was programmed to deliver the IV solution at 150ml/hr. Reportedly, 5 hours after the initiation of the infusion , dueing the 7pm-7am shift, the nurse noted that the pump display indicated 755ml had infused byt the IV bag contained approximately 500 ml,which was more solution than expected. It was reported that the nurse replaced the sigma pump, reinserted the tubing set into the device and resumed the infusion using the same programming parameters. After an unspecified length of time,the nurse reported the pump display indicated the pump delivered 1814ml, but there was still approximately "500ml" remaining in the IV bag, which was still more than expected. The tubing set was replaced and therapy was resumed without further incident. There were no adverse patient effects, and no medical interventions were required.